Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with minor scratches on lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone, the insulin pump had alarmed button error three times and the buttons were unresponsive. Troubleshooting was performed. Customer's blood glucose was 130 mg/dl. Customer stated it was raining a lot recent when asked about any significant events that may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.